Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator generated a high respiratory rate alarm. The ventilator was not reported to have stopped cycling, however, the patient was removed from the device and placed on an alternate ventilator without any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the control printed circuit board (pcb) and solenoid valve were returned for evaluation. The service engineer could not duplicate the reported complaint. The parts were installed into a test ventilator and tested for more than a day with several different setting. No failures could be induced. The base pressure never went negative, nor was the trigger activated. A third party service provider replaced the control pcb and solenoid valve.